Event description:
Device hhas been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified underweight, opening, red particles, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening. Additional/changed and/or corrected data: d.10, g.3, h.3, h.6.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information noted the affected side to be the right.

Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported unspecified side rupture. The device remains implanted.